Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device failed manual testing of atrial sensitivity by not inhibiting pacing at programmed settings. All other manual electrical testing passed. The device paced and provided critical therapy, but did not sense correctly. The cause of the incorrect sensing was due to an intermittent open in one of the circuits.

Event description:
Boston scientific crm received information that this pacemaker was removed and returned for an unspecified reason. Initial routine analysis testing revealed that the device failed the sensitivity portion of the returned products test. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.